Event description:
Purchased a package of 5-icy hot patches at store, because I was having muscle discomfort in my left upper arm. The patch was applied in 2008. When trying to remove the patch, it would not come off and was very painful, I had my boyfriend try to take it off and the result was burned skin on the top and burned bruised skin underneath. I have taken pictures which show the burns. To my surprise, when I went on line to the chattem website to report this incident, I saw that there was a recall for some icy hot products which were causing burns. While I am not sure if this is one of the products listed, I was shocked to see that the recall said the products were causing burns. I am contacting chattem tomorrow as it states to do so on their website as well as contact FDA. Dose or amount: one patch. Frequency: once. Route: top. Dates of use: two days in 2008. Diagnosis or reason for use: muscle pain in upper arm. Event abated after use stopped: no.